Event description:
The dealer states, the above listed power chair speeds up and slows down on it's own. The dealer states, he was unable to replicate this. On full speed the wheelchair barely moves. The consumer advised the dealer, the wheelchair slows down and comes to a stop but again the dealer was unable to replicate this. Per our technician, (B)(4), we are replacing the joystick under warranty under ra/recorder number (B)(4).

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51-cg, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1125085 rev j was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer states, the above listed power chair speeds up and slows down on it's own. The dealer states he was unable to replicate this. On full speed, the wheelchair barely moves. The consumer advised the dealer the wheelchair slows down and comes to a stop but again the dealer was unable to replicate this.